Manufacturer narrative:
The insulin pump was received with normal operating currents and passed all functional testing including the self test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was monitored and no unexpected low battery alert, weak battery, failed battery test, off no power alarms, or pump shutting off occurred during our testing. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed low battery and then the battery died 20 minutes later. The customer did not receive a weak battery alarm but did received a failed battery alert. The blood glucose reading was 149 mg/dl. The battery compartment looked fine and the contacts were not missing or damaged. The customer was advised to clean the battery cap and insert a new battery and received a weak battery alarm. The battery was brand new and not previously used. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.